Manufacturer narrative:
Additional information: b5 - the cause of the event was reported as unknown. The problem was resolved. It was additionally noted "the patient will probably receive a femto lasik for od." Close follow up is planned. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
H6 - health effect clinical code: 4581 - iris capture. Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced iris capture. The lens was explanted.

Manufacturer narrative:
Claim#: (B)(4).